Manufacturer narrative:
No contact information was provided for the initial reporter. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: "suspected/actual rupture/deflation".

Event description:
Healthcare professional reported, via nbir left side "suspected/actual rupture/deflation". The device has been explanted and replaced.